Event description:
It was reported that the programmer was "broken", that the screen went black. It was further reported that the programmer would briefly begin to upload and then would go black again. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed that the programmer began to power up and then the screen went black and rebooted and kept looping. As a result the hard drive was reconfigured and software was reloaded. Concomitant medical products: product ID 229047 software analyzer. (B)(4).